Manufacturer narrative:
Section h-6: (B)(4).

Event description:
On (B)(6) 2016 a patient (pt) called to report that while wearing the acuvue oasys brand contact lenses he/she had irritation in the od after 1 hour of wear. The pt reported that the od was itchy, red, swollen, and sore. The pt reported that the oasys lenses are new to the pt. The pt reported that he/she was not fit with the lenses by an eye care provider (ecp). The pt reported that he/she was ¿recommended to replace the lenses every 2 months and he/she did not sleep in the lenses.¿ the pt reported that he/she wears the lenses for a month. The pt reported that he/she went to a hospital and was given an eye drop for 7 days. The pt reported that he/she was diagnosed with a ¿corneal lesion on od.¿ the pt reported that the event has since resolved and he/she has returned to contact lens wear. On (B)(6) 2016 a follow-up call was placed to the pt. The pt reported that he/she had pain od at the time of the event. The pt reported that he/she discarded the suspect lens because he/she was not at home at the time of the event. Additional information was received from the pt as follows: the pt reported that the event occurred in (B)(6) 2014 and he/she was diagnosed with infectious keratitis od. The pt was prescribed zymar eye drops. On (B)(6) 2016 an email was received from the pt with a note from the pts treating ecp as follows: the pt was diagnosed with infectious keratitis od in (B)(6) 2014. The ecp reported that the pt was treated with zymar and ¿had complete treatment and total healing of the lesion.¿ the ecp also reported that ¿there are not any consequences from the lesion.¿ no additional medical information was received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0027rl was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Received 1 open lens case which contained 2 lenses. The parameters of the two lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings. Code 10 ¿ actual device evaluated . Code 67 ¿ unable to confirm complaint.